Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the proximal superficial femoral artery (sfa) with no tortuosity and heavy calcification, a 6 fr non-abbott introducer sheath was inserted and the lesion was prepared with 6x100 mm armada 35 balloon catheters, at nominal pressure two times for 3 minutes. The artery diameter was 5 mm. A 5x150 mm supera veritas stent was advanced and the stent was deployed without issue. The stent system was removed from the patient anatomy; however, a portion of the stent was not fully deployed from the stent system prior to removal of the stent system. When the introducer sheath was removed from the patient anatomy, the proximal portion of the stent appeared at the access site. Compression was applied at the access site when preparing surgical access. The stent was surgically removed from the patient anatomy via a cut down. An absolute pro stent was implanted to treat the target lesion with a good result. The patient condition was good. There was a clinically significant delay in the procedure due to surgically removing the stent from the patient anatomy. No additional information was provided.